Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was depleting faster than expected. A request was made to have data from this device analyzed by boston scientific technical services (ts). Data analysis showed the device was depleting normally. However, this device is high rate atrial sensing, which can cause an increase in power consumption. No adverse patient effects were reported.